Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced no symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 400 mg/dl. The customer was treated with manual injection and IV drip. The customer was wearing the insulin pump during the hospitalization. The customer stated having unexpected restart alarm. The customer reported that they were unable to clear the alarm due to unresponsive buttons. The insulin pump will be returned for analysis and replaced.